Manufacturer narrative:
B3: date of event - estimated as 05 december 2024 as the date of the event is unknown, and the aware date was 05 december 2024. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon flushing and aspirating the sheath, air was noted in the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. B3: date of event - estimated as 05 december 2024 as the date of the event is unknown, and the aware date was 05 december 2024. This date is unknown despite follow up attempts to obtain this information.

Event description:
It was reported that air ingress occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon flushing and aspirating the sheath, air was noted in the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for laboratory analysis.